Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device failed to discharge through the associated external paddles. Complainant indicated the clinician switched to a set of electrodes to continue treating the patient and was successful. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated external paddles were returned to zoll medical italy; the device was put through extensive testing without duplicating the malfunction. The device history log was not available for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.